Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced, therapy resorted.

Event description:
It was reported that patient experienced ineffective therapy due to one lead migration. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8457773.